Manufacturer narrative:
No product will be returned per customer. Doxorubicin in the texium syringe, unable to investigate chemotherapeutic drugs ,due to safety hazard. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the tip of the texium bonded syringe. It was reported that the leak occurred during administration of doxorubicin, when the texium bonded syringe was attached to the smart site on the patients tubing.